Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve tavr procedure with a 26mm sapien 3 ultra valve in a non-edwards surgical valve, it was decided to protect the rca with a wire and guideliner due to a risk for coronary occlusion. During valve deployment, the guideliner became trapped between the surgical valve and the sapien 3 ultra valve. After multiple attempts to remove it, ultimately it broke leaving less than 30mm down the rca. The physician rewired the vessel and place 2 stents in the rca, smashing the guideliner against the wall. There was good coronary flow, and the procedure was ended. The patient was extubated and is doing great.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the devices were reviewed. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for interventional device interacts with non edwards device was unable to be confirmed as no device/relevant imagery were returned. As reported, 'during a transfemoral valve in valve tavr procedure with a 26mm sapien 3 ultra valve in a non edwards surgical valve, it was decided to protect the rca with a wire and guidliner due to a risk for coronary occlusion. During valve deployment, the guidliner became trapped between the surgical valve and the sapien 3 ultra valve.' In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The valve was properly implanted, and there was no consequence for the deployed valve while retrieving the temporary protection stent (non edwards device). The temporary protection non edwards device could be placed too close to the deployed valve landing zone and it was not retrieved prior to deployment. This can result in the device being trapped in between the deployed valve and pre existing surgical valve. As such, available information suggests that procedural factors (non edwards device not retrieved from landing area prior to deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.